Event description:
Initial reporter indicated that the pt had their vns lead and generator explanted related to continuous pain in both the generator and neck region. Further info was received from the pt's physician that the pt also had vocal cord paralysis related to a lead. Addressed in medwatch report number: 1644487-2007-02199 which did not resolve with the explanting of the vns. The explanted products are at MFR pending completion of product analysis.